Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the atrial channel of the implantable cardioverter defibrillator was undersensing during an atrial fibrillation event. The device was explanted due to normal battery depletion, and there continued to be atrial undersensing. The undersensing is believed to be due to the right atrial lead, so the device was reprogrammed to address the undersensing. The patient was in stable condition and there were no patient consequences reported.